Event description:
Reporter alleged obtaining the results of 348 mg/dl, 138 mg/dl on the right hand and 303 mg/dl on the left hand back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.